Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 20 millimeter (mm) balloon. Following the implant of the valve, the valve dislodged. Subsequently, a second valve was attempted; however, the second valve was difficult to position. Considering the patient's condition, the physician decided to withdraw the second valve, and the procedure was concluded. Additional information was received that further treatment was not performed. Additional information was received that the patient had a widened ascending aorta, and the first valve could not be fixed in place. A snare was used to hold the paddle of the first valve, but the second valve repeatedly became stuck at the commissural pad of the first valve. Five or six attempts were unsuccessful. After observing that the patient's condition was stable, the decision was made to stop the procedure and seek other solutions at a later time.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolutpro valve, product ID: evolutpro-26-us, serial: (B)(6), use by date: 2027-03-29, UDI#: (B)(4). Continuation of d10: other relevant device(s) are: product ID: evolutpro-26-us, serial#: (B)(6), product type: 0195-heart valves; implant date (B)(6) 2025; explant date n/a. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 20 millimeter (mm) balloon. Following the implant of the valve, the valve dislodged. Subsequently, a second valve was attempted; however, the second valve was difficult to position. Considering the patient's condition, the physician decided to withdraw the second valve, and the procedure was concluded. Additional information was received that further treatment was not performed. Additional information was received that the patient had a widened ascending aorta, and the first valve could not be fixed in place. A snare was used to hold the paddle of the first valve, but the second valve repeatedly became stuck at the commissural pad of the first valve. Five or six attempts were unsuccessful. After observing that the patient's condition was stable, the decision was made to stop the procedure and seek other solutions at a later time. Additional information was received that clarified the second system became stuck on the first valve while advancing.